Event description:
Blood leak in reprocessed dialyzer. Estimated blood loss 175cc. No medical intervention required. 2/4-spoke with director of nursing who reports that the leak occurred approx 3 hours into the treatment. Initially, the health care professional responded to alarm condition which showed a high venous pressure. While the health care professional was attempting to resolve the high venous pressure, another health care professional tested dialysate with test strip which indicated a blood leak. The director of nursing reports that small amount of blood was noted in the dialysate which prompted the testing. The dialyzer is available for evaluation. The reported blood loss was 175cc; the patient was stable and did not require any medical intervention. A response letter and mailer have been sent to the facility. A medwatch form has been filed based on blood loss only.